Manufacturer narrative:
Broken device was discovered on (B)(6) 2015, but is it unknown when the device actually broke. (B)(6). Product investigation summary: the investigation has shown that a part of the plastic tip is indeed broken. The broken part is not available for investigation. The manufacturing review of the mentioned impactor could not be performed as the device history records are not available as the device is older than 15 years. At this time, the manufacturing documents for instruments had to be stored for 10 years. Unfortunately, the exact root cause of the complained occurrence cannot be determined as no detailed information was provided. It is likely that the tip may have not been positioned accordingly during use and even resulted in the partial breakage of the tip. Because of the age of the device, and the present evaluation results, it is concluded that the cause of failure is not due to any manufacturing non-conformances. No product fault detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no patient involvement. Device is an instrument and is not implanted/explanted. Device manufacture date: older than 15 years. Device history record not available as device is older than 15 years. Per procedure, the manufacturing documents for instruments had to be stored for 10 years. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that outside of the operating room a synthes instrument was discovered broken. This is report 1 of 1 for (B)(4).